Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2023-15534. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure for aortic stenosis with a 29mm sapien 3 ultra resilia valve in the aortic position, upon valve insertion the valve would not advance past partial expanded 16fr esheath+. Rotaglide was used to attempt to advance delivery system out of the sheath. As the cts was trying to advance, under fluoro it was noted to that distal strut was bent causing protrusion through the sheath. At this time the team decided to stop and get and new 16fr esheath+, 29mm valve and delivery system. The first sheath and system were removed all together without issue. A new 29mm valve, sheath and delivery system were prepared per IFU. The valve was placed without any issue with advancement. The valve was deployed at 90/10 and no further complication was noted. Per the fcs, the initial reporter did not allege the ew devices were deficient in some way. There were no abnormalities noted with the sheath. The expansion tool was used, and the loader was able to be fully inserted into the first sheath/sheath housing. The sheath was inserted at 45 degree angle. The vessel was not predilated. There was no patient injury. Per engineering review of photos provided, the sheath strain relief was torn and wrinkled, the liner was torn underneath the strain relief, and the associated valve was exposed through the sheath. Two bent valve struts were noted.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The complaint for ''general risk - failure - frame damage'' was confirmed through imagery review. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. An existing technical summary) captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Both right and left femoral arteries showed tortuous anatomy. Excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. Per description, ''upon valve insertion the valve would not advance past partial expanded 16fr esheath+''. Additionally, frame was bent at the inflow side and exposed through the sheath. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. As reported from the fcs, the sheath was introduced at an insertion angle of 45 degrees. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (high push force, steep insertion angle) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.